Event description:
It was reported that, the patient was unsuccessful during the fill tubing stage of a supply change. The patient removed the cartridge and observed insulin leaking from it, noting that the stopper was fully in place while insulin was pooled in the open portion behind the stopper. The patient did not observe any cracks or a loose top on the cartridge and reported using a steel continuous delivery set. The agent assisted the patient with completing a full supply change using new supplies, and the patient completed all steps without further issues. Insulin delivery was resumed, and blood glucose levels were reported as unaffected. Lot numbers were unavailable as the packaging had been discarded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.